Event description:
Initial troponin t stat 0.105 ng/ml result was repeated and recovered <0.010 ng/ml. Incorrect result was not used to provide patient treatment. Field service representative performed the am performance check test, but could not duplicate the problem.